Event description:
Blade broke in surgery. The "broken section" was immediately removed from the sterile area and the surgery continued without delay. There was no issue, incident or injury to the patient.